Event description:
A caller reported an error code 42 on their continuous glucose monitor (cgm). There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on resetting the pump, after which the error code did not reappear, allowing the caller to successfully start their sensor session.